Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) information and results : disinfection performed (B)(6) 2022: culture test on (B)(6) 2022- all channels/100 ml: 47 cfu/100 ml (staphyloccocus epidermis, staphyloccocus capitis, staphyloccocus spp). All channels 83 cfu/end. Disinfection performed (B)(6) 2022 at 09:42 hours: culture test results on (B)(6) 2022 after disinfection and reprocessed at 16:05 hours: suction channel (pseudomonas aeruginosa 1 cfu/100 ml), biopsy channel (4 cfu/100 ml pseudomonas aeruginosa, staphylococcus hominis, kocuria spp), air channel (less than 1 cfu/100 ml staphylococcus epidermis) and water channel (4 cfu/100 ml staphylococcus epidermis). Biopsy/operating channel total (5 cfu/ml). The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_cds machine wassenburg aer/ewd reprocessor: model name: wassenburg. Detergent name: endo high detergent. Disinfectant name: endo high paa. Pre-cleaning: a/w channel, auxiliary water channel. Detergent used : enzymex. Manual cleaning : enzymex. Brush model : asept in med. Brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Scope storage : hanged horizontal. The rrc (regional repair center) france olympus for device evaluation /inspection results has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) practices of the user and found that brushing of biopsy channel opening was not performed at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was peeled off/worn out, there was insufficient angulation, play on angulation control knob, and the universal cord was wrinkled. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.